Event description:
The manufacturer received information reported by the patient's caregiver alleging that the reporter awoke to the patient banging on the hallway wall (fall allegation). The reporter helped the patient stand and put him into a chair. The patient denied recall of the events or any loss of consciousness, however, was unable to inform ems of the duration he spent on the ground. The reporter has alleged that the falls were related to the patient's nightly use of syquet, and the unspecified device malfunction. Upon arrival and assessment by ems, the patient was confused and lethargic status post fall. The patient was reported to groan upon movement, however denied pain. Glasgow coma scale assessment was conducted with reported scoring of 14 with noted pinpoint pupils and sluggish pupillary response. No treatment was provided to the patient onsite by ems and the patient was transferred to an institutional medical facility for further evaluation. During transport it was noted that the patient experienced a desaturation of peripheral oxygenation quickly when not receiving supplemental oxygen. It was not reported if the patient was receiving supplemental oxygen via the device during the event in question. The device has not yet been returned for evaluation. Good faith efforts methods are actively being pursued to have the device returned for evaluation. If the device is returned and evaluated, a follow-up report will be submitted with the evaluation results.

Manufacturer narrative:
Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.